Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Ps trial was not lined up properly and broke on trial baseplate when being impacted in flexion.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection shows that two small pieces of the triathlon insert trial were chipped from the bottom edges of the device. The device was free of scratches & burrs. Examination of the returned device with material analysis engineer indicated that overload condition is consistent with reported event. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: visual inspection confirms the reported event which shows that two small pieces of the triathlon insert trial were chipped from the bottom edges of the device. Examination of the returned device consulted with material analysis engineer who indicated that overload condition is consistent with reported event.

Event description:
Ps trial was not lined up properly and broke on trial baseplate when being impacted in flexion.